Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd insyte¿ peripheral IV catheter ¿the catheter seemed to be burring when advanced and would not seat correctly when trying to reposition and advance again.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two actual samples without packaging were returned for investigation. Sample 1 was returned without cannula assembly. Sample 2 was returned without flow plug. Sample 2: actual sample. The sample was subjected to visual inspection. Catheter tip damage was observed on the returned sample. Sample 1: catheter tip damage was observed on the returned sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6265492. Investigation conclusion: the nonconformance could have occurred after the tipping process or during product application when the product was manipulated. However, there is a visual inspection during the in-process inspection to detect the nonconformance.

Manufacturer narrative:
Additional information was received for the medical device lot number(s).  The following field(s) have been updated: medical device lot #: 6265492. Medical device expiration date: 09/30/2021. Device manufacture date: 09/21/2016.